Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On the day after the onset, the patient was hospitalized for the peritonitis event. Beginning the day after the onset, the patient was treated with vancomycin (injection 1gm intraperitoneally once a day for four days) and amikacin (injection 250mg intraperitoneally once daily) (duration not reported) for the peritonitis event. It was not reported if the patient was recovering or had recovered from the peritonitis event. Dianeal therapy was ongoing. Additional information was requested but is not available. This is report 3 of 3.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in (B)(4).